Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02467 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a lung rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the impedance would decrease when a rise was expected. Additionally, the physician felt that the system was under performing because four, 15 minute ablations had to be performed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that residue was present of the electrode cannula and inside the introducer. Functionally, the separation of the electrode from the introducer was difficult due to the residue buildup. Additionally, the electrode array was able to be extended and retracted without issue. However, when extended, multiple tines were bent. Finally, continuity of current was achieved between the handle and tines and was within specification which is indicative of the device being able to properly conduct current. The device evaluation found that several tines were bent. However, the impact of this malfunction to the reported event cannot be determined. No other malfunction was identified that would have led to the reported event. (B)(4).

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, patient over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02467 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a lung rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the impedance would decrease when a rise was expected. Additionally, the physician felt that the system was under performing because four, 15 minute ablations had to be performed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.